Event description:
It was originally reported that the pt had only one program to work with but that the neurostimulator gave her good results. She was given 4 new programs even though the device was helping with her symptoms. Subsequent info received indicated that the pt experienced a shocking sensation and had problems with her device system. Add'l info was requested.

Manufacturer narrative:
(B)(4).